Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood on the stent implant and on the shaft, consistent with being advanced into the anatomy. There was no saline visible. The stent implant was returned stationary on the shaft and partially deployed 1.2 centimeters distal to the distal marker as reported. There was no damage noted to the stent implant. The distal sheath was retracted 3 millimeters proximal to the tip crown. There was no damage noted to the sess. The tuohy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during preparation, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling or interaction with the sheath during reloading, as the distal sheath was retracted 3mm, consistent with the outer member being pulled back slightly. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other incidents for this lot. In process visual inspection is performed on all xpert self expanding stent systems. In addition, a sampling of units is visually, dimensionally and functionally tested.

Event description:
It was reported that the xpert stent delivery system (sds) had been inserted in the body but was removed for sheath exchange. The introducer sheath was exchanged and when the xpert sds was being placed back on the wire it was seen that the stent had prematurely deployed outside of the body. Another stent was used to complete the procedure. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.